Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of service. The pt subsequently underwent generator replacement surgery. It is not known if generator replacement resolved the high lead impedance issue. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been received to manufacturer's request for additional info from treating surgeon (via fax x1).